Event description:
It has been reported to philips that console and live monitor was not switching on. The device was inside clinical use at the time of the event. No patient harm was reported. A philips service engineer inspected the system on site. It was identified that single link dvi receiver was faulty for both the data monitor and acquisition monitor. The faulty parts have been replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the console and live monitor were not switching on. Upon functional testing fse identified that single link dvi receiver was faulty for both the data monitor and acquisition monitor. The fse replaced dvi link receiver. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.